Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On 01-jan-2016, the patient had essure inserted. On 01-jan-2016, the day of attempted insertion of essure, she underwent medical device removal (seriousness criterion intervention required) via surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cyst, dysmenorrhea, abnormal uterine bleeding, platelets increased, vitamin d deficiency, sulfonamide allergy and anxiety. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 290 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomies fenestration of right ovarian cyst.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Discrepant information: in this follow-up cycle essure stop date was reported as (B)(6) 2016 , however it was entered in argus as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.649 kg/sqm. [Pathology test] on (B)(6) 2016: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: benign endocervical polyp, focal squamous metaplasia, and reactive cellular changes; no dysplasia identified. Endometrium: weakly proliferative pattern endometrium; no cytologic atypia, hyperplasia, or malignancy identified. Myometrium: leiomyoma. Serosa: subserosal leiomyoma. Fallopian tubes: benign para tubal cyst (left) and para tubal cystic walthard nests (right); unremarkable luminal and fimbrial epithelium bilaterally. Gross description: the right fimbriated fallopian tube measures 9.0 cm in length x 0.5 cm in diameter. The left fimbriated fallopian tube measures 9.0 cm in length x 0.7 cm in diameter. The left fallopian tube is remarkable for a tan, semi-translucent, fluid-filled, pedunculated cystic structure, 1.3 x 0.5 x 0.4 cm. [Ultrasound scan] on (B)(6) 2016: anteverted fibroid uterus with 12.8mm endometrium. Posterior submucosal fibroid 0.7cm, bilateral ovaries appear normal. No free fluid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 290 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure/hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no discrepant information: in this follow-up cycle essure stop date was reported as (B)(6) 2016 , however it was entered in argus as (B)(6) 2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: reporter added, essure's date explanted updated from (B)(6) 2016 to (B)(6) 2016, medical device removal's onset date updated from (B)(6) 2016 to (B)(6) 2016. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cyst, dysmenorrhea, abnormal uterine bleeding, platelets increased, vitamin d deficiency, sulfonamide allergy and anxiety. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 290 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomies fenestration of right ovarian cyst.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no discrepant information: in this follow-up cycle essure stop date was reported as (B)(6) 2016, however it was entered in argus as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.649 kg/sqm. [Pathology test] on (B)(6) 2016: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: benign endocervical polyp, focal squamous metaplasia, and reactive cellular changes; no dysplasia identified. Endometrium: weakly proliferative pattern endometrium; no cytologic atypia, hyperplasia, or malignancy identified. Myometrium: leiomyoma. Serosa: subserosal leiomyoma. Fallopian tubes: benign para tubal cyst (left) and para tubal cystic walthard nests (right); unremarkable luminal and fimbrial epithelium bilaterally. Gross description: the right fimbriated fallopian tube measures 9.0 cm in length x 0.5 cm in diameter. The left fimbriated fallopian tube measures 9.0 cm in length x 0.7 cm in diameter. The left fallopian tube is remarkable for a tan, semi-translucent, fluid-filled, pedunculated cystic structure, 1.3 x 0.5 x 0.4 cm. [Ultrasound scan] on (B)(6) 2016: anteverted fibroid uterus with 12.8mm endometrium. Posterior submucosal fibroid 0.7cm, bilateral ovaries appear normal. No free fluid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: follow up mark significant due to imdrf-FDA code synchronization. Correction on event tab (field country where event occurred deleted). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.